Event description:
During periodic review of programming history database it was noted that low lead impedance was seen for patient. No known surgery has occurred to date. No additional relevant information has been received to date.